Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pump had infusions that were not finishing on time. The problem only appears to be when the customer was simultaneously running intravenous maintenance fluid and when infusions were given via secondary tubing on the same pump. The pumps were programmed solely for the infusion and registered what was coming from the maintenance fluid. They were using secondary tubing and basically using the pumps as primary because of having to clamp the primary off to get the secondary to finish. This occurred during medication treatment at the outpatient infusion centers. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.